Event description:
It was reported that the physician attempted to implant the cylinders and pump of an inflatable penile prosthesis (ipp) device but aborted the surgery due to the patient's anatomy. The patient's corpora was deemed by the physician to not be strong enough to close the cylinder. Too many confusing false passages developed. The normal corporal plane was too difficult to follow with a dilator. The false passages developed all throughout the corpora. There were no issues or problems with the device. There were no further patient complications related to this event. The patient was doing fine following the operation.